Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon dilatation catheter was broken. There was no reported retraction difficulties. Another balloon was used to perform the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection: the sample was returned clean. The proximal segment contained the hub and the strain relief. The distal segment contained the rest of the catheter and the balloon. Performance/functional evaluation: the strain relief was removed from the hub. The catheter detachment underneath the strain relief was examined under magnification and the edges of the detachment were jagged. Sanding marks were noted on the catheter at the point of the detachment. No functional testing could be performed due to the condition in which the sample was returned (i.e. Catheter detachment). Medical records review: medical records were not provided for review. Image/photo review: images / photos were not provided for review. Conclusion: the investigation is confirmed for a catheter detachment, as the catheter detached underneath the strain relief and just distal to the y-hub. It is likely that the user perceived the catheter detachment as a break. It is unknown whether handling techniques by the user as they removed the catheter from the packaging or prepped the device may have contributed to the reported issue. Based upon the available information a definitive root cause has not been determined. Labeling review: the current IFU (instructions for use) states: precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape, and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Use of the ultraverse 035 pta dilatation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place, and inflate the balloon to the appropriate pressure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.